Manufacturer narrative:
Reliability analysis inspected nine opened/used enlite sensors and performed visual inspection. Five of nine sensors failed per specification. Two of five failed with needles bent inside the sensor base. The remaining three sensors failed with cannulas broken and broken parts are missing. Four remaining sensors were tested, and one of four sensors failed per specification with no isig readings detected. Three remaining sensors passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer reported that several sensors where sensor electrode has crimped or missing. The customer was advised the possibility of insertion needle pulling back electrode to sensor base. The customer stated that 5 sensors from 2 different boxes with issues. The customer was advised that we would replaced 7 sensors and agreed to return the product for analysis.